Event description:
Medtronic's 670g insulin pump minimal usage warning alarm kept going off when pump was doing what it was supposed to keeping blood glucose in a set range. It went off so much at night while sleeping I shut off the alarms to get a full nights sleep. I came to find out if you do not respond to the blood glucose alarm in a set time, it kicks out of auto mode back to manual mode. In manual mode you can set the pump to suspend basal insulin before low; if the pump kicks you out auto mode it resets the suspend option to suspend basal delivery on low which keeps insulin going causing blood sugars to drop even more. Insulin pumps with auto mode should never warn for minimal usage when blood sugars are in the set range. This is what the pump is supposed to do. Insulin pumps with auto mode should never change manual settings from users chosen settings for manual mode.